Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This event was received via medwatch form mw5041680. The radiotip marker at the tip of the amplatz goose neck snare kit delivery catheter separated from the catheter, embolizing in the patients right lung.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. This complaint was received via medwatch form. No site name or contact information as included. Additional information was requested but per response from the FDA, "the report that was sent is the copy that provides you with all the allowed releasable information from the report. Unfortunately, we are unable to release any further information that pertains to the report in question." Should the information become available a supplemental report will be submitted. (B)(4).